Manufacturer narrative:
A device history record (DHR) review was completed for lot# 17b193662. There were no manufacturing issues related to the complaint issued for this lot. There were no samples received for evaluation. This complaint will be considered to be unconfirmed without a sample analysis. The root cause for the reported condition may occur during the tethering process, which occurs prior to the conversion and packaging process. A formal corrective and preventative action (CAPA) was opened to address complaints for linting and short fibers. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 6/5/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states that the gauze had flakes inside the sealed packages.